Event description:
Reporter indicated that device diagnostic testing (both systems diagnostics and normal mode test) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the patient has experienced a recent increase in seizure activity that physician believes is related to the high lead impedance condition. Device diagnostic testing performed at previous office visit approximately four months prior was within normal limits, indicating proper device function at that time. The patient has not experienced any recent injury or trauma, other than her normal seizures, that may have damaged the vns therapy system. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected. Revision surgery is planned.

Manufacturer narrative:
B.3. Date of event. This date is estimated; only the year is known.